Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical discharge between the tissue and the cutting knife occurred during output activation. The discharge generated high localized heat on the cutting knife, causing the base of the knife to be thin due to thermal damage. As a result, the strength of the cutting knife decreased. During tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife; the knife section reportedly fell off. The issue occurred during a therapeutic endoscopic submucosal dissection procedure that was completed with the similar device. There were no reports of patient harm.